Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier unknown / not provided. A2: age and date of birth unknown / not provided. A3: gender unknown / not provided. A4: patient weight unknown / not provided. D4: lot/serial # unknown / not provided. D4: device expiration date unknown / not provided. D4: device UDI number unknown / not provided. H4: device manufacturer date unknown / not provided. H11: d10 - medical product - tsx implant, 3.7mmd, 11.5mml catalog #: tsx37b111 lot #:unknown / not provided.

Event description:
It was reported that the implant at tooth site #unknown has a fractured screw. Has tsx37b11 implant with broken screw inside. Patient will return for screw removal.